Event description:
It was reported that during a sigmoid resection procedure, the device didn't cut and staple during an end to end anastomosis of the sigmoid resection. The surgeon opened a new device and used the old cap and married the new device to the old cap of the stapler. This took five minutes longer than normal. There were no problems for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.